Manufacturer narrative:
The device was evaluated by a service engineer at the customer site.as a replacement part was not available on-site, the device was replaced. The affected unit will not be returned to service by the customer. Device return is anticipated but has not yet been received.

Event description:
Following the successful perfusion of the liver, the device user was unable to stop the perfusion or remove the cartridge. The user panel was noted to be unresponsive; with the exception of the reset display button. A clinical specialist assisted with troubleshooting; however, the issue could not be resolved. The user confirmed that no internal sounds that are typically present during setup could be heard. Additionally, the "eject cartridge" button would engage but did not respond. The emergency stop button was utilized to facilitate the removal of the liver. It was suggested that clamps and scissors be used to remove the disposable set to allow for removal. The liver was successfully transplanted.

Manufacturer narrative:
During the investigation, review of the device data confirmed an unremarkable perfusion. While servicing the device, the reported unresponsive keypad was reproducible. The keypad was replaced and initially functioned, but subsequently became unresponsive during further testing. The device was received. Further investigation determined that the keypad malfunction was caused by a faulty keypad cable. After replacing the cable, the keypad functioned normally for the remainder of testing. Correction: the original submission incorrectly listed the manufacturer report number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer report is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.